Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure alarm. There was patient involvement, but no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. During troubleshooting a notable kink was identified in the fiber optic cable. The steps to transition from fo to transducer as the pressure source were reviewed. The inner lumen was aspirated and flushed with the pump on standby. When attempting to zero the inner lumen, the touchscreen was unresponsive. It was recommended by the esp personnel to exchange the pump. The pump exchange was completed, and the inner lumen was connected and zeroed. The a/p waveform was reported as dampened with a very narrow pulse pressure. It was discussed how the patient¿s condition could be related. An x-ray confirmed appropriate catheter positioning between the 2nd and 3rd intercostal space. Esp personnel recommended to replace the arterial pressure cable from the transducer to the pump. Waveforms were reported as appropriate along with a notable improvement in arterial pressure values and augmentation.